Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was not able to be interrogated. No magnet response or pacing was seen. Patient denies symptoms. The rates measured by the electrocardiogram were approximately 40bpm. The device was replaced. No patient complications were reported as a result of this event.